Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient stated they were starting to get a little bit more pain in his lower spine between 4 and 5. Patient states he had a ruptured disk down there and it did not heal back quite right and got pressure on the nerve and needs to get this thing adjusted. Pt states the thing shifted a bit and needs stim on the right side. Agent asked when this started and patient states probably about a month ago. Patient mentioned they were building a house and had been having to do a lot of work like sweeping and keeping things clean. Patient also mentioned if they tried to do simple stuff like sweeping or bending over to pick up stuff it would start to hurt in the lower back and when they get into the car to drive it takes about 10 minutes. Patient stated they met with the representative at least 3 times after they got the stimulator and they told them to call them when they need to get it adjusted because they hadn't had it long. Agent reviewed how to change groups and patient was able to change to group b and increase stim. Pt stated they felt the stim in the correct spot in group b. They had never made any adjustments and just left it up to the rep. Agent reviewed to try the different groups and pt was able to try this and will monitor going forward. Pt mentioned because of the pain yesterday in their lower back they had to take medication again and stated they don't like taking pain pills. Agent advised to call back if further help is needed.